Manufacturer narrative:
It was later reported that noise was present on this which likely resulted in the unnecessary shocks. In addition, a lead fracture was reported and the physician felt that the rate/sense set screw had not been completely down. The patient was admitted for a lead revision.

Manufacturer narrative:
The device was explanted and returned for analysis.

Manufacturer narrative:
Resolution has been requested from the field in which it was reported that the patient was further evaluated in clinic. The patient underwent aggressive arm movements and pocket manipulation without any impedance changes or noise on the leads. All the impedance readings were within range between 600-700 ohms. The clinic would like to continue routine follow-up as this patient is not dependant. Should additional information become available this event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis could not confirm the reported field allegations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected impedances > 2500 ohms on this defibrillation lead. No adverse patient effects were reported.